Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet could be inserted into the lead without issue. Upon removing the stylet, it could not be re-inserted. Attempts to insert other new stylets into the lead were unsuccessful. The lead was no longer used and replaced. No patient symptoms were reported.